Event description:
It was reported that the patient underwent a posterior lumbar spinal surgery. It was reported that the tips of the drivers broke off in the heads of the bone screws. The tips were retrieved from the bone screws. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The drivers were returned for evaluation. Visually confirmed approximately ~3 mm of the instrument tip has been broken off, cons istent with interface during usage. Fracture surface analysis reveals a fairly flat fracture and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.